Event description:
It was reported that a dual chamber leadless pacemaker system entered a safety reset mode that led to loss of pacing and low patient heart rate. The issue was resolved after the system was interrogated. It was also noted that battery longevity was missing and also fixed with interrogation. Patient had no other consequences.